Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a warmup issue, restart during session. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a warm up issue; restart during session. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause.